Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00542, 0002648920-2022-00039, 0001822565-2022-00544, 0001822565-2022-00545, and 0001822565-2022-00546. Medical devices: femur cemented standard left size 11: catalog#: 42504607001, lot#: 64655857; all poly patella cemented 35 mm diameter: catalog#: 42540000035, lot#: 64775286; tibia fixed cemented left size g: catalog#: 42542007901, lot#: 64573173; articular surface fixed bearing constrained condylar knee (cck) left 10 mm height: catalog#: 42512801010, lot#: 64298185; stem extension tapered cemented 14 mm diameter +75 mm length: catalog#: 42560007514, lot#: 64769921. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had left knee pain and crepitation consistent with arthrofibrosis approximately sixteen months post-implantation. The patient was scheduled for an arthroscopy and debridement but it is unknown if it has occurred. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was reported a patient had a total knee arthroplasty. Subsequently, approximately 16 months later, underwent an arthroscopy and debridement due to pain and crepitation, consistent with arthrofibrosis. An arthroscopy with debridement is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to reduce chronic pain from arthrofibrosis. There are no allegations of device failure or surgical complications and the device remains implanted without complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b3, b4, b5, g3, g6, h2, and h10.

Event description:
It was reported that patient had left knee pain and crepitation consistent with arthrofibrosis approximately sixteen months post-implantation. The patient underwent an arthroscopy and debridement and no further issues have been reported. Attempts to obtain additional information have been made; however, no more is available.